Event description:
A patient implanted with evoke spinal cord stimulation (scs) system reported an infection at their implant site of evoke closed loop stimulator (cls) which had spread to their midline incision. Medication was prescribed to help resolve the infection which was unsuccessful. As a result, the scs system was explanted.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: section d4 ¿ expiration date and unique identifier (UDI)# section g3/g4 - date received by manufacturer section h4/h5 - device manufacture date section h6 - evaluation codes. The explanted evoke scs system was discarded. The cause of the infection could not be definitively determined. An infection that may require hospitalization with intravenous antibiotic therapy and may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in the evoke scs system surgical guide. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.